Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user stopped announcing meals after reading online forums and subsequently experienced concern that the pump was bringing her into low glucose levels, alongside intermittent touchscreen wake failures requiring connection to a charger to restore the display, which briefly showed a blue circle on a black screen before normal operation. Symptoms included episodes consistent with hypoglycemia concern and stress related to repeated low glucose alarms. Outcomes included frustration, education regarding intended use with meal announcements, and escalation for further explanation of the algorithm¿s dosing logic. Investigation included review of glucose trends and dosing behavior with the user, focusing on algorithmic response to rising glucose without meal announcements and alarm behavior. Investigation of this case revealed that the algorithm dosed reactively in the absence of meal announcements and reduced or suspended insulin when glucose trended down, and the device exhibited intermittent user interface wake responsiveness that resolved upon charging. It was concluded, based on previously established findings for similar reports, that the likely cause was use without meal announcements contributing to perceived lows and alarm burden, with a probable intermittent device user interface responsiveness issue.